Manufacturer narrative:
Medwatch sent to FDA on: 20/nov/2007. The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. According to the reporter of the event, the device will not be returned to allergan since the event described in the journal article happened too long ago and the device is not available anymore. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
"Article posted on research study on lagb surgery. Port defect was reported."